Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.4002 mg/day, bupivacaine 30 mg/ml at 12.007 mg/day, compounded baclofen 1000 mcg/ml at 400.2 mcg/day, and clonidine 400 mcg/ml at 160.09 mcg/day via an implantable pump for non-malignant pain and unsuccessful disc surgery. It was reported the patient reported experienced numbness that resulted in a fall. On (B)(6) 2017, fluoroscopy results revealed that the intrathecal/spinal catheter portion had dislodged and migrated to the left gutter at t6. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No action/intervention was taken. The outcome was indicated as unresolved with no further action planned. No further complications were reported/anticipated.

Event description:
Additional information was received from health care provider (hcp) on (B)(6) 2017 indicating that on an unknown date, the patient experienced symptoms (sudden right leg numbness). It was unknown if the symptoms were related to the device or therapy. Magnetic resonance imaging (MRI) was being performed and it was unknown whether the MRI procedure was due to a problem with device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.